Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis and chest pain, with a blood glucose reading of 594 mg/dl. The customer stated that she changed the infusion set the night prior to the event. When she woke up, her blood glucose levels were very high, and she called her doctor. The customer did not attempt an infusion set change to solve the issue. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer requested a replacement insulin pump. Nothing further was reported.